Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2012, it was reported that the patient was scheduled for surgery on (B)(6) 2013 due to an increase in seizures and the belief that the device was not working. It was stated that the plan was to have a possible battery replacement for these reasons. A report of the video eeg monitoring described the patient's seizures from (B)(6) 2012. The ictal findings found that the patient has "multiple episodes of simple partial seizures with his eyebrows rhythmically twitching and the right hand having clonic jerking. He was conscious during these and could even feed himself with his left hand and talk during the episodes. There were four seizures recorded lasting from 15-20 minutes each." The report continued to describe the number and type of seizure the patient had during this time frame. It was concluded that the patient experiences "very frequent and prolonged simple partial seizures with focal motor activity of the eyebrows and the right hand.." The patient's medications were adjusted "aggressively" and it was also mentioned that the patient's vns was interrogated, but was difficult to interrogate indicating the need for a replacement. It is unknown what the relationship of vns is to the increased seizures or what this seizure frequency is compared to pre-vns levels. The patient's programming history was reviewed; however, no anomalies were observed. The last known system diagnostic test was performed on (B)(6) 2005 with normal results. Attempts for additional information will be made; however, no additional information has been provided.

Event description:
Additional information confirmed that the device will not be returned as the hospital will not release devices without patient consent. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been received.

Event description:
On (B)(6) 2013, it was reported that the patient's surgery was re-scheduled to (B)(6), 2013. The patient went in for a full revision surgery on this scheduled day. Attempts for additional information have been made; however, they have been unsuccessful. No additional information has been provided. The explanted device has not been returned to the company.